Manufacturer narrative:
Continuation: 693558 lead, implanted (B)(6) 2013; dtma1d1 crt-d, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. Oversensing was observed on the right atrial (ra) lead causing inappropriate mode switch. The lead remains in use. No further patient complications have been reported as a result of this event.